Event description:
It was reported that the device does not perform the vacuum and no alarm signal is triggered.

Manufacturer narrative:
Investigation results: the reported renasys device was received for evaluation at our testing facility. A visual inspection was performed on the exterior of product and damage was observed on the outer casing. The reported complaint could not be replicated during the functional evaluation. All test functions were tested and performed as expected and everything was working within specification including the alarm functions. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.